Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 50-53 mg/dl were recorded by continuous glucose monitor (cgm) from 9:30:11 am to 9:40:10 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 9:30:11 am. On (B)(6) 2020, user made a bolus request of size 7.04 units, approximately 2 hours prior to the low bg. The cause of the low bg could not be determined based on the review conducted. Blood glucose (bg) values from 42-51 mg/dl were recorded by continuous glucose monitor (cgm) from 3:20:10 pm to 3:30:10 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 3:20:10 pm. On (B)(6) 2020, user made a bolus request of size 3.08 units, approximately 2.5 hours prior to the low bg. The cause of the low bg could not be determined based on the review conducted. Blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 46 mg/dl were recorded by continuous glucose monitor (cgm) from 6:20:10 pm to 7:00:10 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 6:20:10 pm. On (B)(6) 2020, user made a bolus request of size 6.07 units, approximately 1.5 hours prior to the low bg. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level resulting in loss of consciousness. Bg cause was not known. Customer received assistance from paramedics and was treated with intravenous fluids to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.